Manufacturer narrative:
Pump passed the self test, active current measurement and displacement test. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to j7/pcb 1 during visual inspection. Pump received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in pump history. However, pump received with a high sleep current measurement due to moisture damage electronic assembly. No moisture damage on the motor, battery tube, vibrator and keypad assembly during visual inspection. No unexpected beeping noted. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer blood glucose level was 290 mg/dl at the time of incident. Customer states that the insulin pump start vibrating. Customer stated that the display was not blank less than 30 seconds and did not return. Customer states the contacts on the battery cap was missing. Customer stated that battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.